Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the battery was set to expire on 2/28/2026. Troubleshooting did not identify a cause for the premature battery depletion. The customer was referred to a distributor to purchase a replacement battery. During follow-up, proper device maintenance procedures were reviewed with the customer.